Event description:
It was reported that the patient was not obtaining good relief of her spasticity. A CT scan demonstrated that the catheter had been severed at its entry into the spinal canal. The catheter was revised. The patient recovered without sequela.